Event description:
It was reported that the 9800 sys presented a kvp tracking error during a case. Reboot of the sys was required to clear. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Erased and reloaded configuration files and flash memory. The sys was tested and found to be working as intended and placed back into svc.